Event description:
It was reported that this precision montage exhibited poor pain coverage due to a loose avista lead. A revision was performed, during the revision procedure the physician could not get the old lead out of the montage and therefore decided to replace the montage and the lead. The patient has recovered. The devices will be returned for analysis.

Manufacturer narrative:
Sc-1200, sn (B)(6): it was reported that during a procedure, they could not get the old electrode out of the montage. The rep assumed it was because it was screwed down on the contact. The complaint was confirmed. A portion of the lead proximal end was in the ipg port d. After the cut lead was removed from the ipg header, a known good lead was inserted and removed from port d without any anomaly. The probable cause selected is no problem detected. Sc-2408-74, sn (B)(6): it was reported that during a procedure, they could not get the old electrode out of the montage. The rep assumed it was because it was screwed down on the contact. The complaint has been confirmed. A portion of the lead proximal end remained in the ipg port d. After the lead was removed from the ipg header it was confirmed that the lead contact #8 was crushed by the ipg set screw. The lead contact ring was compressed and deformed by the ipg set screw, preventing its removal from the header. Additional suspect medical device components involved in the event: model: sc-2408-74 serial/lot: 5104414 description: avista MRI perc lead kit 74 cm

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-74, serial/lot: (B)(4), description: avista MRI perc lead kit 74 cm.

Event description:
It was reported that this precision montage exhibited poor pain coverage due to a loose avista lead. A revision was performed, during the revision procedure the physician could not get the old lead out of the montage and therefore decided to replace the montage and the lead. The patient has recovered. The devices will be returned for analysis.